Event description:
It was reported that during the implant procedure, when the lead inserted into the sheath it was difficult to pass through the valve. The lead was not implanted. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: upon receipt, the rv shock coil was damaged during the surgical procedure. Due to the condition of the lead, an insertion test could not be performed. The lead was otherwise normal.